Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's breakout box had a small tear in the cable. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825ent, serial/lot #: (B)(6), h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced and the system performed as intended. The 9735825ent case part was returned to the manufacturer for evaluation. The reported issue was confirmed. The returned em interface was found to have a small slit in the cable, exposing the wires. Despite the damage, the interface remained fully functional. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.